Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was seen at her physician¿s office on (B)(6) 2022. She stated that she had not used her neurostimulator for four years due to inadequate pain relief. The ins was in overdischarge and was unable to be jump-started. The patient will be receiving injections and rfa to relieve pain.